Event description:
Per the clinic, the device was explanted (date not reported) due to the patient experiencing a middle ear infection and growth that grew around the device. It is unknown whether the patient was reimplanted with another device, as of the date of this report.